Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had scratches on screen made it harder to read. The customer's blood glucose was unknown at the time of incident. The customer report the insulin pump was failed to deliver insulin recently. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected missing segment or partial display anomalies noted. Device received with minor scratched lcd window, cracked case and cracked case at the display window corners,. (B)(4).